Manufacturer narrative:
Reportedly, the respective procedure was performed between 08:20 and 14:20 on the date of event. The error log does not contain any hint for potential malfunctions in this period. Furthermore, the device including peripheral equipment was tested in follow up of the event which produced no findings as well. Upon related question the users responded that the fio2 value was all the time within expected range. Due to absence of technical problems as well as of clear indicators for potential use errors the root cause for the reported desaturation of the patient is likely related to the patient condition. The particular steps in the surgical case e.g. Thorax fixation with tape may have been a contributing factor. The user initiated countermeasures whereby the patient condition could be stabilized. Beyond the medical intervention and a prolonged hospitalization no further consequences to the patient have been reported.

Event description:
Refer to initial MFR. Report #9611500-2017-00291.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up / final report.

Event description:
It was reported that a patient desaturated while undergoing a surgical procedure. The users did not allege a malfunction of the anesthesia workstation. The event resulted in prolonged hospitalization for the patient.